Event description:
It was reported that a pod hazard alarm indicating that insulin delivery stopped occurred after approximately 4-24 hours of wear on the arm. This resulted in the patient¿s blood glucose levels increasing to above 250 mg/dl. There was no medical intervention reported in relation to this event.

Manufacturer narrative:
A tear was observed on the internal portion of the soft cannula, resulting in a fluid leak. The leak resulted in corrosion on the commutator cap, causing an 0x40 alarm, indicating rotational sensor maximum open count exceeded. The internal cannula tear is confirmed as the root cause of the reported 0x40 alarm. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: phone_control_android omnipod software app version: 2.1.0 operating system: 26.2 hardware: iphone15.4 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.